Manufacturer narrative:
(H3): based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Pending evaluation. Concomitant medical device(s): 320-15-05, (B)(4) - eq rev locking screw; 320-01-38, (B)(4) - equinoxe reverse 38mm glenosphere.

Event description:
As reported, thirteen days postop the initial implant, an (B)(6) y/o female patient developed an infection in the right shoulder, surgeon decided to re operate, replace humeral liner and glenosphere and perform a washout. The humeral liner, glenosphere and the locking screw was replaced. Patient was last known to be in stable condition following the event. Devices are not returning, disposed by hospital. Devices were disposed of by the facility.